Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - with the involved lot number information not available, only the di number is available, (B)(4). Implanted date: device was not implanted. Explanted date: device was not explanted. Approximate age of device - unknown due to unknown lot number. Device manufacture date - unknown due to unknown lot number. (B)(4). The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. Reproductive testing was conducted. A guidewire sample was inserted into a metal needle and withdrawn from it in the manner of the guidewire sample having contact with the edge of the metal needle. The urethane outer layer was sheared off from the guidewire sample. Magnifying inspection of the sheared section of the urethane outer layer found that its surface was in the smooth state as if it had been cut with a cutting tool with the presence of a semi-circumferential groove to which the core wire had adhered. IFU states: "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Based on the investigation results it is likely that the actual sample may have been withdrawn through the involved needle in the manner of it having contact with the edge of the needle, resulting in shearing of the urethane outer layer. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. Please see MDR 9681834-2019-00124 for the manufacturer report.

Event description:
The user facility reported that the glidewire tip broke off in the patient and was subsequently snared. Per a conversation with the account, the glidewire was used with the needle. The physician was confident that the wire was used with the needle as the whole wire did not break, the outside of the wire sheared off from the needle. The procedure was a successful tube placement/exchange. The patient was reported to be in stable condition.